Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. This event was reviewed by an abbott vascular medical affairs director. Per the reviewer, there was no device related event and the fatal event was most probably related to underlying disease with no relationship to device. The reviewer concluded that the metabolic acidosis was not device related, especially when considering the duration of time between the clip procedure and the fatal event. Metabolic acidosis is an unspecific condition that can worsen several diseases, including low cardiac output and acute heart failure. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is conservatively filed for the patient death. The initial mitraclip procedure was performed on (B)(6) 2012, to treat functional mitral regurgitation (mr). One clip was implanted, reducing the mr to 1+. On (B)(6) 2015, the patient expired three and a half years after the mitraclip procedure. The cause of death was metabolic acidosis. The physician feels the device relationship to the patient death is not assessable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. In this case, there was no reported device malfunction associated with the clip delivery system. It was confirmed that the patient effects were deemed unrelated to the study device and procedure. Based on the information reviewed, there is no indication of a product quality issue. No further investigation is required.

Event description:
Subsequent to the previously filed report, additional information was received that the patient fell in the shower on (B)(6) 2015. Although there was no head trauma from the fall, the patient became increasingly lethargic. The patient was admitted to the hospital on (B)(6) 2015 with abdominal pain and abdominal distension. Fecal disimpaction was performed, but the patient declined any additional intervention. Metabolic acidosis occurred secondary to sepsis from an unknown abdominal source and multiple organ failure. The patient was a do not resuscitate/do not intubate. Comfort measures were provided and the patient expired at the hospital on (B)(6) 2015. An autopsy was not performed. The physician has assessed this death as unrelated to the mitraclip device; however, since an MDR was already filed, this will remain MDR reportable. No additional information was provided.